Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during a routine visit, this pacemaker system was found to have recorded high out of range right atrial (ra) lead pacing impedances that were greater than 2000 ohms by the physician. It was noted that the ra lead is a non-boston scientific product. The physician noted that isometric testing was performed, and noise was reproduced and observed. Technical services (ts) discussed possible causes with the physician. The physician reprogrammed the device settings and will continue to monitor the patient. At this time, the pacemaker and the non-boston scientific ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine visit, this pacemaker system was found to have recorded high out of range right atrial (ra) lead pacing impedances that were greater than 2000 ohms by the physician. It was noted that the ra lead is a non-boston scientific product. The physician noted that isometric testing was performed, and noise was reproduced and observed. Technical services (ts) discussed possible causes with the physician. The physician reprogrammed the device settings and will continue to monitor the patient. At this time, the pacemaker and the non-boston scientific ra lead remain in service. No adverse patient effects were reported.